Event description:
Customer reported that the insulin pump was dropped and the drive support cap is pushed in deep into the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at lcd window corners. The drive support was inspected and no anomaly was noted.